Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. Correction to h4, information was inadvertently not included on the initial medwatch. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause is likely due to mis-handling as stated by the customer in the event description. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Note: customer did not provide her job title other than the email contact. Communication with the customer, the following information conveyed: device was inspected prior to use. No error message observed as result of the failure. The name of the procedure performed was a laser lithotripsy. Procedure was completed with different laser machine. Problem occurred did not affect the outcome of the procedure. No medical intervention. No other devices connected to the subject device when the failure occurred. No other information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The subject device was not returned for evaluation. In tac (technical assistance center) support engineer communication with the customer representative, it was conveyed that the device is not being returned and noted customer declined to initiate a return material authorization (RMA). According to the company representative, the issue was investigated and believed fiber broke due to mishandling. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the device was reported to fail upon initial clinical use. According to the report, the device (tfl-fbx200bs) fiber broke; there was a knot in the fiber. Per the reporter, when started emitting energy it burned through the gown and the lead. Per the report, the user was not familiar with these fibers did not realize was broken and firing into the gown. There was no patient harm or injury reported on this event. No harm was reported. No user injury reported due to the event.